Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2126001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) could only be pressed halfway despite checking the tension indicator. Also, the balloon ruptured in the calcium calcified part. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instruction for use (IFU). The procedure was a transarterial chemoembolization (tace). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The tension indicator line was aligned. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, button one of a 5f mynx control vascular closure device (vcd) could only be pressed halfway despite checking the tension indicator. Also, the balloon ruptured on the calcium calcified part. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The device was prepared and used in accordance with the instruction for use (IFU). The procedure was a transarterial chemoembolization (tace). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Also, the mynx vcd prepped according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was mild vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. There were no kinks in the sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The tension indicator line was aligned. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed approximately 2/3 of its total travel with the line on the frame assembly visible in the tension indicator window. Button 2 was not depressed. The syringe and procedure sheath were not returned with the device. The sealant was exposed to blood, covering the balloon proximal tip. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Button 1 was reset to the factory setting. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed fully to deploy the sealant without any resistance. No issues were noted with respect to button 1 deployment during the device investigation. Button 2 was also depressed, and the balloon was completely withdrawn into the advancer tube. The device performed as intended per the mynx control IFU. Per microscopic analysis, a micro tear in the balloon of the returned device was revealed. A product history record (phr) review of lot f2126001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. The reported ¿button one frozen locked¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.